Manufacturer narrative:
Upon reassessment of the reported event, it was determined to not be reportable as this device was not involved in the event. The initial report was submitted in error and should be voided.

Event description:
Upon reassessment of the reported event, it was determined to not be reportable as this device was not involved in the event. The initial report was submitted in error and should be voided.

Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated reports: 0002648920-2020-00356 and 3007963827-2020-00182. Concomitant medical devices: articular surface fixed bearing posterior stabilized (ps) right 10 mm height catalog#: 42521400410 lot#: 63034698, tibia cemented 5 degree stemmed right size d catalog#: 42532006702 lot#: 63148837, all poly patella cemented 32 mm diameter catalog#: 42540000032 lot#: 63160207. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as it was not returned by the hospital. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that patient underwent right knee revision approximately four and a half years post-implantation due to instability. Attempts have been made and no further information has been provided.